Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable biv defibrillator, (B)(6) 2012; 511211 competitor pacing lead, (B)(6) 2010; 511212 x2 competitor pacing leads, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented on hearing alert tones for superior vena cava (svc) coil impedance greater than 100 ohms. The right ventricular (rv) coil impedance also went up with the svc impedance as great as 160 ohms but not enough to trigger an alert. The svc and rv coils remain in use. No patient complications have been reported as a result of this event.